Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital did not save the device for return.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm (aaa) endoleak using pod4's. It was noted that the patient's anatomy was tortuous and that there was a steep bifurcation off the common iliac artery into the internal iliac artery. During the procedure, while attempting to advance a pod4 through a non-penumbra microcatheter, the physician experienced resistance and the pod4 would not advance; therefore, it was removed. The procedure was completed using a pod packing coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.